Event description:
It was reported that the ventilator went inop (ln vent/on stby) with an audible alarm. Further info received from the customer reported the ventilator inop was repeated, the display was flashing on and off, there was a constant audible alarm, and the ventilator could not be powered off. The customer had also reported that the power board had a leaky supercap. No pt harm reported.